Event description:
It was reported that the pump was erroring continuously and was not functioning well. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log confirmed many downstream occlusion (dso) sensor alarms. Visual and functional testing was performed. A severely bubbled dso seal and faulty dso sensor was noted. Dso sensor had excessive dry glue on sensor upon disassembling the dso seal. Replaced dso sensor assembly. The device was showing stable dso value and passed all functional tests post repair.